Event description:
It was reported that an alarm indicating an occlusion event occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. Customer changed pump supplies to address the issue.